Event description:
Additional information received from the health care provider reported that the cause of the event was that the patient suffered from deep vein thrombosis (dvt) post operatively. The patient was hospitalized for dvt and treated accordingly. The spinal cord stimulation trail was removed in the clinic and no future interventions have taken place. The patient symptoms were reported as swelling, redness, and a burning sensation. No patient outcome was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a trial surgery the patient had a terrible pain in her left foot and 6 inches up her leg. The patient couldn't walk and was in a wheel chair or walker. The patient was on "pins and needles." It was noted that the doctor said he might have bruised a nerve and should heal within a month. The patient got the trial to treat her back pain and pain in her left leg. Three days later, it was reported that since the trial lead implant the patient experienced excruciating pain, foot drop, and paralysis in the left foot. The patient was on coumadin. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).